Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
It was reported that the patient expired. The patient had endocarditis. There is no allegation from a health care professional that the death was related to the device.